Event description:
According to the complainant, during the colonoscopy, "one of the pull wires came loose from the jaw of the forceps." The procedure was completed with another radial jaw 4 biopsy forceps device. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed the needle tail was bent with no pull wires broken. Further analysis revealed when the device was disassembled and examined; the wire curvature was noted to be anomalous. The customer's complaint is confirmed. The most probable root cause is manufacturing. A review of the device history record for the pertinent lot was performed; no anomalies were noted.